Event description:
It was reported that a volume discrepancy was noted and the patient experienced withdrawal. When the patient presented to the clinic for refill on (B)(6) 2010, the actual residual volume was greater than the expected residual volume. All 18 ml of drug was aspirated from the pump reservoir. The pump contained hydromorphone and clonidine. At the time of the report, the patient was stable however, she had reported to the hcp that she was hospitalized for increased blood pressure, nausea and diaphoresis several weeks prior. Additional troubleshooting options were being considered. The hcp opted to program infusion mode to stopped pump until further device troubleshooting can be done next week. The patient was taking oral medication for pain.

Manufacturer narrative:
(B)(4).